Manufacturer narrative:
The fractured screw head was returned and examined by product engineering. The screw shank was left implanted in the patient. Visual inspection of the screw head did not note any atypical features or damage. The screw head was fractured at the intersection of the neck diameter and the radius leading up to the spherical head. The reporter noted that the patient had sclerotic bone which is significantly denser than average bone. Benchtop testing was performed with 5.5x30mm and 5.5x34mm favored angle screws. The torque required to fracture a 5.5mm screw was measured by clamping the screw shank in a vice and applying torque to the head. Screws were then fully implanted into various densities of bone foam blocks using the same pilot hole preparation indicated in the report. In all cases, the measured implantation torque was less than that required to fracture the screw neck, even on the high-density "sclerotic cortical" bone foam block. No fractures occurred; the reported failure mode could not be replicated. Review of labeling: possible adverse events - bending, disassembly, or fracture of implant and components.

Event description:
On 13 jul 2023 seaspine became aware that a pc1-105530 poly. Screw, favored angle 5.5mm x 30mm fractured intra-operatively and a portion of the screw remained in the patient. The index surgery took place on (B)(6) 2023. According to the reporter, the surgeon freehand power-drilled with a 4.5mm drill at t1. This was followed with a 4.5mm tap. The bone was noted to be sclerotic and not hard. The surgeon then drove the 5.5x30mm screw with a poly driver (threaded) about ¾ of the way. The screw fractured at the neck when the screw was approximately 4mm proud. The rep noted that the surgeon was not too forceful. The surgeon cleaned up the proud screw shank and left remaining portion in patient. Construct ended at t2. No radiographs were provided. No patient injury was reported and no further information on patient condition was provided.